Event description:
Ventilator was placed on pt with low battery alarm sounding also displaying low battery notice on panel. A repsiratory therapist shut off the main power switch while attempting to troubleshoot the alarm. As a result, battery power expired. The repsiratory therapist ventilated the pt per bag-valve while another ventilator was obtained. No pt harm occurred. This was an operator error, but there is concern about the main power switch design. It is a rocker switch and is easily accessible. This ventilator was a demostrator brought in for evaluation for purchase. The hospital vendor-universal hospital services, inc is aware and has communicated this incident to the MFR, respironics.